Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch #a98n00. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60d reload no loaded on the device. The reload was received fully fired with slightly dent over the pan. It is related to improper use of the reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as no abnormal noises were noted during functional testing and the device performed without any difficulties noted. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98n00, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic rectal resection for rectal cancer, it was observed that the monitor sound stopped in the middle. The firing trigger was grasped again, but there was no vibration feedback, which made the hospital feel unsure whether the device was firing properly. The jaws were opened while still feeling uncertain. As a result, the device had actually fired correctly and there was no issue with the staple formation. However, the hospital felt uncomfortable because the behavior was different from usual. The product was used on the rectum. No additional treatment was required since there was no problem with the sutured area. The cartridge color was green. There were no adverse consequences to the patient. No additional information provided.